Manufacturer narrative:
Further investigation of the fenestrated bipolar forceps was found to have confirmed the initial findings. Investigation indicated that it is likely that the wrong part was returned with the complaint. Inspection was performed on the returned piece/material and the results were compared to that of a piece of conductor wire insulation from an in-house instrument. The result confirmed that the returned piece/material is likely a piece of conductor wire insulation as the customer stated. The conductor wire for the returned instrument was inspected and no damage was found. Continuity test was tested and passed as well, indicating there is no break in the wire where the returned piece could have come from. The returned piece likely came from another instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the complaint regarding broken and detached insulation was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The energy was delivered without any issues on an in-house system. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. A visual inspection was performed and there was no damage found. Failure analysis could not find any related part that would confirm the returned piece from the site along with the instrument that will match a breakage or physical damage from the instrument. There was no problem detected and no product issue was identified. Additional findings that were not related to the alleged complaint: the instrument was found with an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion/contamination were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken insulation, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The picture shows a black fragment placed on the tip of a finger that is consistent in diameter and color with a conductor wire. However, it¿s not clear on the instrument if there is a missing piece of the conductor wire. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have broken and detached insulation material. The nurse found the damage upon opening the sterile packaging and the instrument was not used. The user completed the procedure using a backup fenestrated bipolar forceps with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps was never used, and it was a new instrument. The issue was found after sterilization when the packaging was opened.